Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that patient faced infusions set tubing disconnected from t:lock event on 03-jun-2024. Infusion set has been used for 3 days. Customer replaced infusion set and resumed insulin successfully. No further information available.